Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was discarded and not returned. As the device was not returned for additional evaluation and investigation, a definitive root cause could not be determined for the alleged issue. Internal complaint number: (B)(4).

Event description:
Information was received reporting a pump replacement. No patient symptoms were alleged, but it was reported that an under infusion volume discrepancy occurred and that the pump was nearing the end of its life. No additional information was available for the discrepancy. A dye study was performed which showed that the flow was good through the catheter, so the deduction was that the pump needed replacement. The original pump was discarded.